Event description:
It was reported on 23 april 2025, when the patient was attempting to remove the mcot sensor - 3.0 out of the blue cradle in the universal patch and the mcot sensor - 3.0 began smoking. The patient admitted to prying the sensor out. The patient was not injured. A new sensor was order and the patient returned the sensor.

Manufacturer narrative:
It was reported that the mcot sensor - 3.0 began smoking. The sensor was returned for investigation. The sensor was inspected for general physical integrity and found that the patient had pried open the sensor with something sharp. The sensor was punctured on the battery side. Evidence of the sensor smoking can be seen on the outside of the case damage, so additional testing could not be completed due to the safety issue. Engineering evaluation could confirm the allegation that the patient damaged the sensor when trying to remove the sensor from the patch. The battery was damaged when the attempt was made, and the device began to smoke.